Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report. No product will be returned for eval.

Event description:
On (B)(6) 2011, physician reported that pt was transferred to his clinic due to an event on (B)(6) 2011 that resulted in diabetic ketoacidosis. Physician alleged this occurred due to an occlusion within the infusion set and reported an e4 occlusion error was rec'd on (B)(6) 2011. Pt measured her blood glucose and it was 480 mg/dl. Pt changed the infusion tubing but she did not change the cannula. Pt felt weak and was transferred to the hospital. She was treated in the emergency room with an insulin injection. Blood glucose was 380 mg/dl. Pt was still at the hospital at the time of the report due to weakness but blood glucose had returned to her normal range. Pump educator contacted pt to discuss the event and found that the pt did not change the infusion cannula. Alleged infusion set was discarded and was not requested for eval. Pt did not request an exchange of any product. No add'l info was provided.